Manufacturer narrative:
The information provided indicates that the sample is expected to be returned for analysis.

Event description:
Customer reported that prior to use on a patient, a cuff leak was found. No further information was provided regarding pre-testing efforts.

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and the cuff deflated. A visual inspection was performed and it was observed the cuff presents a cut. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reported that prior to use on a patient, a cuff leak was found. No further information was provided regarding pre-testing efforts.